Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. The legal manufacturer reviewed the customer-provided cleaning, disinfection, and sterilization (cds) processes and identified no obvious deviations from the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the repair center technician found foreign material on the j-tube (auxiliary jet channel); the cause was not identified. There was no patient involvement.